Event description:
Further follow-up revealed that the generator was not left implanted as previously reported. The generator was not used and a new generator was implanted and the high impedance resolved. The generator that showed high impedance during surgery and that was not implanted has not been received for analysis to date.

Event description:
A company representative reported that during replacement surgery, a patient's new generator received high impedance and an end of service message while out of the package and prior to the patient being closed up. The generator was not interrogated in the package so the error was not detected prior to the package being opened. The lead pin was removed, the set screw was backed out, and the lead pin was re-inserted. This resolved the high impedance issue. The end of service message persisted. The representative stated that cautery had been used to widen the pocket prior to the generator being entered into the sterile field. The generator remained implanted. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hospital did not have the generator for return. It is likely the generator was discarded as the generator has not been received by the manufacturer.